Event description:
On february 26, 2024, neo tract became aware of a patient who underwent a prostate urethral lift procedure on (B)(6) 2024. It was reported that during the attempted implant deployment, the needle broke off, and the needle segment was recovered from the patient using standard graspers. The procedure was successfully completed, and no adverse events reported.

Event description:
On february 26, 2024, neo tract became aware of a patient who underwent a prostatic urethral lift procedure on (B)(6) 2024. It was reported that during the attempted implant deployment, the needle broke off. The procedure was successfully completed. However, it is currently unknown if the needle fragment(s) were removed with the device.